Manufacturer narrative:
Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and coverts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer. Investigation found that the heated cover was heating to 105 degree c, but the block was still in ambient temperature. It was also found that the component of the power amplifier was burnt. The instrument was repaired by replacing the power amplifier. This is the initial and final report for this issue.

Event description:
A customer reported that the instrument applied biosystems 7500 fast dx (cat. No. 4407205) with serial no. (B)(4) was not able to heat. No pt involvement reported.